Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead was inserted into the blood vessel through the sheath. After the lead had advanced approximately 4 cm, resistance was observed. As a result, the rv lead was removed and a radiograph confirmed perforation of the superior vena cava. No special treatment was performed and the rv lead was successfully implanted in the ventricle. No additional adverse patient effects were reported.